Manufacturer narrative:
This report is for an unknown insertion instruments: connecting/coupling screw: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date the head of the nail was not locking into the handle head and was just spinning. This case has been reported by the loan kit technician during loan kit inspection. It has been forwarded to depuy engineering for assessment. This report is for one (1) unk - insertion instruments: connecting/coupling screw: trauma. This is report 3 of 3 for (B)(4).